Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that the screw broke during insertion and a piece was left in the patient. A backup device was available to complete the procedure without delay and no patient impact.

Manufacturer narrative:
One 9x25mm biorci-ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 2mm of the distal threads have broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specification. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.